Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms, which were reproduced while running an infusion. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found that the downstream sensor current readings and downstream pressure plate gap were out of specification, causing the symptom. The downstream sensor and downstream pressure plate gap were calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.